Event description:
It was reported that a patient with a history of cardiomyopathy experienced a high watts alarm with the pioneer controller 1420 device after accidentally falling and dropping it. The incident prompted a prophylactic controller exchange due to the age of the device and the patient's distance from the hospital. The patient attended an outpatient clinic for a log file review and check-up, where it was confirmed that there were no clinical adverse events and no visible damage to the ventricular assist device equipment. The patient had been using the device without issue for 3 years and 4 months. The site decided to replace the controller with a new primary controller, (B)(6) , to avoid unnecessary stress for the patient.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for additional information was received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that a review of log file data revealed a motor start event with parameters outside of the typical range.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Additional products: d1: heartware ventricular assist system-serial or lot#: (B)(6) h3: no h5: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: the pump ((B)(6)) and one (1) controller ((B)(6)) were not returned for evaluation. A review of the device history record was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed two (2) high watt alarms logged on (B)(6) 2024 at 14:34:22 and at 14:34:26 and that the controller had been in use for more than two (2) years. As a result, the reported high watt alarm and controller end of life events were confirmed. Of note, high watt alarms warn of a high-power condition in running the pump. The alarms are triggered when the watts exceed the high-power alarm threshold. The reported controller drop event could not be confirmed due to insufficient evidence. Based on the available information, the device may have caused or contributed to the reported high-power event. Based on the risk documentation, possible root causes of the high-power event may be attributed to multiple factors including, but not limited, to external factors such as thrombus formation/ingestion, inappropriate pump rotational speed, and/or patient factors. Applicable risk documentation and experience with events of similar circumstances were considered; the most likely root cause of the reported end of life event involving (B)(6) can be attributed to the device reaching the end of its useful life due to being in use for more than two (2) years. Based on the available information, the most likely root cause of the reported controller drop event can be attributed to the handling of the device. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for a revision to the product event summary. Revised product event summary: the ventricular assist device (vad) (B)(6) and one (1) controller (B)(6) were not returned for evaluation. A review of the device history record was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed motor start events recorded on 8/jan/2025 at 13:01:57, and on 18/mar/2025 at 09:43:17 in which the motor start parameters were atypical. Additionally, log file analysis revealed two (2) high watt alarms logged on 31/dec/2024 at 14:34:22 and at 14:34:26 and that the controller had been in use for more than two (2) years. As a result the reported high watt alarm and controller end of life events were confirmed. Of note, high watt alarms warn of a high-power condition in running the vad. The alarms are triggered when the watts exceed the high-power alarm threshold. The reported controller drop event could not be confirmed due to insufficient evidence. Based on the available information, the device may have caused or contributed to the reported high-power event. Based on the risk documentation, possible root causes of the high-power event may be attributed to multiple factors including, but not limited, to external factors such as thrombus formation/ingestion, inappropriate vad rotational speed, and/or patient factors. Applicable risk documentation and experience with events of similar circumstances were considered; the most likely root cause of the reported end of life event involving (B)(6) can be attributed to the device reaching the end of its useful life due to being in use for more than two (2) years. Based on the available information, the most likely root cause of the reported controller drop event can be attributed to the handling of the device. Based on risk documentation, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during vad startup. Additional products: d1: vad d4: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for additional information was received. Additional products: d1: heartware ventricular assist system - vad d4: model#: 1104 / catalog#:1104 / expiration date: 31-july-2020 / serial#: (B)(6) d9: no h3: no h4: mfg date: 20-july-2018 h5: yes, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.